Manufacturer narrative:
The device name and model number provided with the initial medwatch report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received no delivery alarms during bolus delivery attempts. The customer's blood glucose was 231 mg/dl. During troubleshooting, the customer could not perform a fixed prime as a button was not responding. The customer stated the button was intermittently responsive. The insulin pump had not been bumped dropped, or exposed to moisture. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.